Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The patient reported that their lead had fractured. The patient was still receiving greater than 50% symptom reduction. One week later, the manufacturer's representative reported that the health care provider believed the extension wire was actually fractured, not the lead. During surgery on (B)(6) 2015 to replace the extension, it was discovered the lead was actually fractured as well. A separate surgery would be scheduled to replace the lead. The indication for use was parkinson's disease.